Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. External visual inspection showed no damage. When powered on one segment on the bottom row in the second digit did not illuminate. The device was able to obtain readings and alarm alert conditions were functioning. Internal inspection showed the non illuminating segment was open as the d5 component on the system board is defective. A service history record review reveals that this unit was in the field for over four (4) years with no previous reported issues related to this reported event. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
The customer reported the device is missing segments on the lower segment assembly. No patient impact or consequences were reported.

Manufacturer narrative:
The device has been returned to the local facility, but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
The customer reported the device is missing segments on the lower segment assembly. No patient impact or consequences were reported.